Manufacturer narrative:
Product labeling states, "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin." In this case the customer did not perform the peg procedure. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys prolactin assay (prolactin) on a cobas 6000 e 601 module. The initial result was 20.45 ng/ml. The sample was repeated with a result of 21.04 ng/ml. The result of 21.04 ng/ml was reported outside of the laboratory. The patient complained about the result so the customer sent the sample to another laboratory where the results from the clia-dxi method were 15.87 ng/ml and 15.9 ng/ml. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). Pinch tubing was last replaced on (B)(6) 2018. Liquid flow cleaning was last performed on (B)(6) 2018.